Manufacturer narrative:
Device passed the displacement test but motor error alarm during prime fill the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor alarm. Motor passed motor test. No failed battery alert and no charge battery anomaly noted. Device received with cracked battery tube threads. Cracked lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor errors during prime and between set changes forcing and during prime insulin would shoot out rather than slow drip. Customer stated the insulin pump had diminished battery life, had rejected new batteries and cracked in casing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.